Event description:
The insulin pump was returning for analysis.

Manufacturer narrative:
Information has been received which was not included with the initial report. The insulin pump was returning for failure analysis which was reported in section b5 of this report. Failure analysis was reported under MDR number 3004209178-2020-78237. The information has been provided in this report. Unable to perform displacement test or occlusion test due to missing retainer. The p-cap does not lock properly due to missing retainer. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self-test, rewind, seating, basic occlusion test and force sensor test. Device received with corroded battery tube. No broken belt clip rails noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The details related to hospitalization provided of initial report was incorrect. The correct information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that the customer has passed out from extreme low blood glucose and has had 3 seizures. Customer received emergency medical service on (B)(6) 2020. The customer¿s blood glucose level was unknown. The customer was treated glucose gel and tablets. The customer reported that the treatment given was paramedics. Customer was unable to complete care link upload. It was unknown if the auto mode was active during reported event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2020. The customer was passed out from extreme low blood glucose and had 3 seizures. The customer¿s blood glucose level was unknown. The customer was treated glucose gel and tablets. The customer reported that the treatment given was paramedics. Customer was unable to complete care link upload. It was unknown if the auto mode was active during reported event. The insulin pump will not be returned for analysis.